Event description:
Revision surgery revealed polyethylene wear of the tibial insert. The tibial baseplate, femoral and patellar components were also revised at this time to compatible revision components.

Manufacturer narrative:
Summary of evaluation: the tibial insert could not be evaluated for the rpt'd wear as it has not been returned for evaluation.